Event description:
The customer reported that the system's memory failed and the cabinet vibrated. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found a problem of contacts between the cards. The system was repaired, found to be operating as intended, and released to the customer for use.